Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2026. Prior procedure a hysteroscopy was performed to remove a 2 mm polyp using graspers. After the ablation the physician noticed a hole in the array in the posterior section, patient examined the cavity via hysteroscope and found visible gold flakes in cavity. Physician used a curette and scraped the residues out of the cavity. All remaining mesh was removed from the cavity via curettage and confirmed by hysteroscopy. Patient did not received post op medications and was kept in the post anesthesia care unit for normal procedure. No prolonged stay. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.